Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and low out of range pacing impedance measurements. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. Subsequently, this rv lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.